Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The insufficient information reported could not be confirmed but may be a malposition of the device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It appears the event was a malposition. The knot was formed, and the rail suture was in the suture trimmer indicating the suture pulled out during knot advancement. The suture has no indication of blood, but the gate suture trimmer does. It is possible the suture trimmer or suture were from another device; therefore, the issue and cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a "section / break of the wires" was noticed with a prostyle device during preparation pre-procedure. Reportedly, there was no patient involvement. Another prostyle was used successfully for the procedure. Analysis of the returned device found that approximately 20.5 inches of the suture was returned. The knot and loop were properly formed. There was no blood noted on the returned suture. There were no damages noted to the suture trimmer; however, dried blood was noted inside the suture trimmer. No additional information was provided.